Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray button was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not x-ray. No pt injury was reported.